Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. This is noted on (B)(6) 2013 due to high impedance measurements of >2000 ohms. The impedance value of the rv in unipolar are stable and the memories indicate oversensing related to myopotentials. Myopotentials found while testing the standoff on the trial and non-ventricular channel. The thresholds are stable on unipolar and bipolar. The physician was dr. (B)(6) at cardiology cabinet in (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).